Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported while wearing the pod, the site was uncomfortable, hard, itchy, and swollen. When the pod was removed, there was drainage and it was extremely red, itchy, and dry. She went to an express clinic and was diagnosed with cellulitis. The patient was prescribed an oral antibiotic to treat the infection. The pod was worn longer than 48 hours.